Event description:
The MFR received notification that a pt was implanted with a size 29 mitral cphv in 2002. Prior to surgery, the pt presented with mitral regurgitation and atrial fibrillation. The pt was also receiving medication for basedow's goiter (hyperthyroidism). In 2002, post valve implant, the pt had a minor cerebral embolism and saw a brain specialist. An MRI found a small cerebral embolism. On the same date, the pt was seen by a cardiac surgeon and examination found cardiac noise. Six days later, echo found that the valve orifice area appeared reduced. X-ray examination indicated only one leaflet was functioning. On the day of the event, the valve was removed and replaced. Pannus appeared on both the atrial and ventricular side of the valve and covered almost the entire sewing ring. The pannus was found to be impairing leaflet movement. Red thrombus like material was also observed covering one leaflet.